Manufacturer narrative:
The insulin pump had no button response due to moisture damage keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to test for unexpected restart alarm due to no button response. The insulin was received with a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 56 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.